Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that it was taking longer to charge due to the fluctuating coupling bars. The patient stated he would start with three and then get six bars or he would sit and wait and would get eight bars. The patient noted he was just placing the antenna between his skin and pants to hold the antenna. The patient mentioned that stimulation sensation fades away or ¿cutting down¿ vibration after about an hour of stimulation being on. The patient would then turn stimulation off and back on and the stimulation sensation would be strong like it should. The patient reported this generally was not much of a problem because he didn¿t use stimulation 24/7. The patient stated coverage of pain at the implant location couldn¿t be programmed to deliver stimulation at that area; he couldn¿t get coverage at the belt line. The change in therapy or symptoms was considered gradual. The indication for use was failed ba ck surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that after meeting with their rep and hcp they were unable to get stimulation in the belt area covered. The rep advised that the patient get an x-ray but the patient has not met with the hcp since. It was also noted that the stimulation still fades around the belt area after an hour or so, and that charging the ins still takes 2 hours or more.